Manufacturer narrative:
The customer reports that the power at the hospital went out for over two hours. Both the cns (central monitoring system) and org were plugged into the ups (universal power supply) when the power went out. Once the power returned, the telemetry devices that were being monitored on the cns (central monitoring system) went into communication loss. The customer was asked to reset the switch in the closet which fixed the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not being returned.

Event description:
The customer reports that the power at the hospital went out for over two hours. Both the cns (central monitoring system) and org were plugged into the ups (universal power supply) when the power went out. Once the power returned, the telemetry devices that were being monitored on the cns (central monitoring system) went into communication loss. The customer was asked to reset the switch in the closet which fixed the issue.